Event description:
Cable of retractor snagged during use in pt surgery. Instrument came apart during removal from pt, leaving retained parts of the retractor in the pt. All visible parts removed from pt. MFR contacted for number of parts on cable for this particular retractor. Twenty-two pieces recovered from pt, MFR states there were 22 parts on the cable of this retractor. Therefore all pieces from the cable were removed from the pt during surgery.